Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: additional information was received stating that at the 1-year clinical study visit, the subject reported being slightly bothered by halos- night driving; slightly bothered by starbursts- night driving. Monocular bcdva: 20/25 ou. Correction: upon review of the complaint folder, it was observed that the investigation results had not been reported. Device evaluation: the product was not returned to the manufacturing site as the product remains implanted. Therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, the lens remains implanted. Email address unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported at the 1-month study visit that the patient implanted with a model zxt375 intraocular lens (iol) in the right eye complained of starbursts, halos and glare which made driving difficult. At the 6-month visit the patient reported still having starburst and difficulty driving. The symptoms interfere with daily activities. Best corrected distance visual acuity (bcdva) is 20/20. No intervention is planned.